Event description:
(B)(4). I have been suffering with abdominal pain and break through bleeding. In the last few weeks it has been severe stabbing pain burning, cramps and dull ache in lower abdomen and stomach. It last several hours and in addition I have had no energy, tired muscle stiffness, hair loss and severe migraines. Finally I went to ER this morning. They said it appears one of the coils is come loose and is causing the bleeding and I also have fibroids and may need to have surgery; hysterectomy.